Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a hematoma shortly after an implant surgery, leading to a loss of sensation in the lower extremities. A laminectomy was performed and the nevro system was removed. There have been no further reports of complications.